Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient experienced patient dissatisfaction because he had difficulty inflating his inflatable penile prosthesis (ipp). The ipp was explanted and a spectra penile prosthesis (spp) consisting of 20 cm cylinders were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.